Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 46 months. The reason for the explant was reported as "battery depetion". The pt experienced "withdrawal" in 4/05; specific symptoms were not reported. The dose was increased.

Event description:
The hcp reported history of "intermittent, short- lived, unexplained episodes of increased spasticity. Pump was at anticipated end-of-life so replacement was done 8/2005."